Manufacturer narrative:
The insulin pump had a severely scratched display window. No damage noted on lcd glass. The device alarmed failed battery test during battery insertion due to faulty battery tube. The functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test could not be performed or test the operating currents and off no power alarm due to failed battery test alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the batteries on the insulin pump were lasting less than usual and the screen is scratched making it difficult to read the display. The customer did not recall how the damage occurred. Blood glucose value was 66 mg/dl; treated with candy and food. Current blood glucose level was 121 mg/dl. During troubleshooting it was found that the date was incorrectly set up. The device was returned for analysis.